Event description:
Explanted a prosthetic tissue aortic valve replaced it with a new valve. Prosthetic aortic valve failure needing a repeat avr. Heavy calcification anterior mv leaflet, fibrous ingrowth around sewing ring and all cor knots, separation of friable posterior annulus. FDA safety report ID# (B)(4).